Manufacturer narrative:
G4: 14jan2020 b4: (B)(6) 2020. The customer replaced the power management board to address the reported issue and the unit was return to use. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
It was reported that the ventilator's blower is stalled and gives an error of blower stalled. There was no patient involvement. The customer troubleshot with technical support and when the customer attempted to turn the unit off, when the power switch is pressed, the unit pops up the power off button on screen but the unit will not respond. The customer states that the touch screen calibration passes and error codes were found in the ventilator diagnostic logs blower stalled, alarm message: patient circuit occluded, auxiliary alarm supply failed, 35 v supply failed, backup alarm failed. The customer ordered a power management board to address the reported issues.